Event description:
On august 4, 2006, the lay user/reporter contacted lifescan alleging that her grandmother's one touch ultra meter had a damaged display. The medical affairs specialist (mas) listened to the call between the reporter and customer care advocate (cca) to obtain/verify information. The mas mailed a letter to the reporter and patient on august 9, 2006, since they could not be reached by telephone. The reporter stated that, the meter's display was "cloudy and blurry". She indicated that, the meter's display issue started about 3-4 months ago. The reporter and patient were unable to read the meter's results. About 1-2 months ago, the patient was taken to the hospital due to having developed symptoms of feeling "tired, sweaty, and dizzy." She also could not see well. In the hospital, a reading of over "200 mg/dl" was obtained using an unidentified device. The patient was given an IV for dehydration. The reporter denied cleaning the meter improperly. She stated that, the meter has never been removed from the carrying case. The meter was replaced. The complaint is being reported due to the following conclusion: the patient was unable to view her results on the meter due to the alleged display issue. The patient developed symptoms, was taken to a hospital, obtained a reading of "200 mg/dl," and was treated for dehydration. The display issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.